Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a new onset of atrial fibrillation with rapid ventricular response and received an ICD shock. Plan for outpatient generator change to decrease lvad / ICD interference. No further or additional information was provided.

Event description:
Additional information was received about patient status. The patient was reported to be alive. The implantable cardioveter defibrillator (ICD) interrogation showed multiple episodes of atrial tachycardia, greater than 170, which were antitachycardia pacing and one episode of atrial fibrillation rapid ventricular rate on (B)(6)2017 , greater than (B)(6) that patient received a shock for. Alternating atrial fibrillation and atrial tachycardia. Unknown onset time. Biventricular pacing has been low at (B)(6) since(B)(6)2017 . Electrophysiology consulted and recommend amiodarone 400mg bid for 1 week po, started on (B)(6)2017 , to load, 200mg bid, started on (B)(6)2017 , for another week then 200mg daily, started on (B)(6)2017 , for a total of 3 months, ended on (B)(6)2017 . ICD reprogrammed: ventricular fibrillation zone set to 250 bpm and ventricular tachycardia zone to 200 bpm to avoid unnecessary shocks. Atrioventricular delay increased to 180 ms to minimize right ventricular pacing. Scheduled with electrophysiology outpatient with doctor on (B)(6)2017 for follow up. It was needed a different generator change to decrease lvad / ICD interference. Dual chamber ICD generator replacement from original crt-d, with extraction of proximal segment of an epicardial left ventricular lead / pin was performed on (B)(6)2017 .

Manufacturer narrative:
Section b5, h6: additional information

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported cardiac arrhythmia could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The IFU explains that the hm3 pump may cause interference with icds and if electromagnetic interference occurs, it may lead to inappropriate ICD therapy. The occurrence of electromagnetic interference with ICD sensing may require adjustment of device sensitivity and/or repositioning the lead. The IFU also states that if a patient receives a heartmate 3 lvad and has a previously implanted device that is found to be susceptible to electromagnetic interference, which could affect programming, the manufacturer recommends replacing the ICD or ipm device with one that is not prone to programming interference. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5, h6: additional information no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information states that patient had an infection of unknown cause. The subject was initially admitted on (B)(6)2017 , denied any other signs/symptoms of urinary tract infection (uti), white blood cell (wbc) was at 12.9. Urinalysis (ua) and blood culture were negative. Patient was given ciprofloxacin 500mg for three days and was started on (B)(6)2017 to (B)(6)2017 .

Manufacturer narrative:
Updated manufacturer's investigation: the IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.